Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging an issue with the display on her onetouch meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began during the (B)(6) of 2010-2011. The cca was advised the patient manages her diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. A month after the start of the alleged issue, the patient claimed she felt light headed, dizzy and sweaty. On an unspecified date/time, the patient visited her physician's office. The patient stated her blood glucose was tested on the physician/ clinic meter but did not specify the result obtained. The patient was advised to take metformin pills (1000 mg 2x daily). At the time of troubleshooting, the cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.